Event description:
A hospital reported that during a vitreoretinal surgery, the system stopped and displayed an error code. The surgery was completed using another system. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported in the event log. The host module and supervisor module were replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).